Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that there appeared to be pro-arrhythmic patterns right before the patient experienced ventricular tachycardia, possibly due to a pause before the backup pace. The technical consultant stated that the managed ventricular pacing (mvp) was performed as designed, with a backup pace and that the atrial to atrial interval was a pause, but that there appeared to be a premature ventricular contraction after the pause which set up the arrhythmia. The consultant stated this could be brady-induced tachyarrhythmia. The reporter had previously increased the low rate, and the consultant recommended further increase. The patient also received shocks after the pause, and the consultant recommended turning mvp off. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.